Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2011. On (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for over 26 months. The device failed two further self-tests on (B)(6) 2011 and (B)(6) 2011. On (B)(6) 2011 a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the device was supplied with 2.0.2 software. The low battery fails were due to this version of software being installed on the device. Newer versions of software provide enhanced battery management. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.